Manufacturer narrative:
(B)(4).

Event description:
Received information the patient experienced a loss of therapeutic effective and intermittent stimulation after six ultrasound treatments. She also reported a burning sensation in the pocket area. Feels like the stimulation is turning on/off. The patient had the stimulator turned off during the ultrasound treatments. It is unknown if symptoms occur with the stimulation on or off. An x-ray of the lead and extension area was recommended. Additional information has been requested and if received a follow up report will be sent.